Event description:
A pt service rep (psr) contacted zoll customer support to report a defective charger/modem. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device of charger/modem (B)(4) has been completed. The reported (defective charger/modem) has been confirmed. The cause for the defective charger/modem is a damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 cannot be positively identified. No adverse event resulted from the damaged transistor. The pt rec'd a replacement charger/modem.